Event description:
Customer reportedly obtained results of 156 mg/dl and hi (greater than 600 mg/dl) on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.